Event description:
It was reported that the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient would be monitored, as normal.